Event description:
The tlc-ii portable vad driver was constantly getting occlusion alarms and low pressure alarms on lvad side. It was new and the biomed was setting up the device. Unit was not being used on a pt.